Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported insulin was not flowing through the insulin pump and customer's blood glucose went high. The spouse was not able to clarify and was advised it would be necessary to speak directly with the customer for further information. Customer's spouse stated they would have customer call back to possibly troubleshoot.